Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a bent chassis by the upstream occlusion sensor slot. The device event log had no related findings. Functional testing included use testing and a motor current test. The pump was powered on and an error code was displayed. The motor current test found the pump to be within the pump's manufacturer specifications. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.